Event description:
It is reported, metal abrasion occurred when connecting the strike plate and the nail handle.

Manufacturer narrative:
Correction: refer to h3 reason code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated does not exist in the database for the strike plate. A review of nonconformity/corrective action history revealed that there were no actions for this product. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. However, one of the possible root causes could be: improper and incomplete insertion (only 2-3 windings) of the strike plate in the nail handle (not fully flush to the surface) which upon hammering lead to deformation of the threads due to overloading. If any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It is reported, metal abrasion occurred when connecting the strike plate and the nail handle.

Event description:
It is reported, metal abrasion occurred when connecting the strike plate and the nail handle.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. Due to the current covid-19 pandemic, it was not possible to receive the product for evaluation. The investigation will be reassessed as soon as the product is received. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated does not exist in the database for the strike plate. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed. Device return delayed due to covid-19 pandemic restrictions.